Event description:
The customer reports that the device has bent pins on the battery pca and the device is getting battery backup and power pca errors in the status log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has bent pins on the battery pca and the device is getting battery backup and power pca errors in the status log. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.